Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized after a fall and feeling weak. Upon further review, pacing inhibition was observed on the left ventricular (lv) lead. The involved left ventricular (lv) lead is a non-boston scientific product. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device system remains in service.